Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted from patient's left eye due to negative dysphotopsia. From additional information it was learnt that the issue was not due to the lens the surgeon thought that the acrylic material of the lens could have been causing the issues, so the lens was explanted in a secondary procedure and replaced with a lens from another manufacturer which is a different material (silicone). There was no use error. No other information is available.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, not provided section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.